Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/21/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump showed no damage to the keypad. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The keypad cover was removed and moisture damage was found; causing the keypad button response issue. The audio bolus button cover was damaged. Unrelated to the complaint, the battery compartment was cracked.